Manufacturer narrative:
The guidewire was returned for evaluation and the complaint was confirmed; the core wire was separated, and the outer coil was unraveled but intact. The distal weld was also intact. The damage observed and information received are indicative of guidewire interaction with a needle causing the core wire to break and unravel the outer coil. The supplier of the guidewire was contacted for additional investigation; if further information is received a follow-up report will be submitted.

Event description:
Femoral arterial access with micro-introducer kit. Wire unraveled when taken out of needle. Additional information received 19mar19: the staff wasn't sure exactly how wire came unraveled. However, reported it was retracting from needle, when it unraveled. There wasn't any piece of the wire left in the patient and the patient is reported as fine. No injury or impact to patient.